Event description:
Overdelivery without pt involvement reported. According to the customer contact, each station continued to pump until the total volume contained in the bag was delivered, regardless of the programmed volume. There were no "check rec'd" or "error" messages on the final print out. It was reported that there were no bags dispensed to pts with inaccurate volumes due the error being so obvious. Though requested, there was no add'l info available.